Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) had a white residue on the top and bottom comers specially by the charging port.

Manufacturer narrative:
The complaint reported issue is currently under the referenced CAPA investigation. No further post market lab investigation evaluation is required. The device failed to power on. This failure to operate can be attributed to corrosion on the pcb caused by fluid entering the device. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.